Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. No crack on lcd screen noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a crack on her screen. Customer's blood glucose was 66 mg/dl. She took some glucose tabs and now her blood glucose is 99 mg/dl. The crack goes from the middle of the screen down to the right. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.